Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip xtw was implanted successfully. While attempting to place the second clip, a mitraclip xt, there was abnormal +knob torque of the steerable guide catheter (sgc). Upon deployment the mitraclip continuously opened while locked (cowl) to approximately 120 degrees. While monitoring cowl, a single leaflet detachment (slda) had occurred and the mitraclip xt was no longer attached to the posterior leaflet. The final mr was grade 4+. There was no adverse patient effect or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement (+ knob torque of sgc). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.